Event description:
The hcp reported that the pt had been reprogrammed earlier in the week (date of follow-up and programmed settings were not provided). It was reported that subsequent to recent exposure to security gates (date unk), the dbs pulse generator had turned off twice in the past two days. The pt stated that his microwave oven had turned the device off and had wanted the appliance tested. The rep advised that the pt contact the microwave oven MFR to test for emi leakage. No pt symptoms had been reported. The hcp reported limited ins device knowledge; "the hcp and dbs programming people were out of the office." The rep recommended a check of settings to see if the mgmt was enabled. Add'l info has been requested from the physician.